Manufacturer narrative:
The company representative was unable to duplicate the reported problem but he observed that the customer had used locked ring on pressure cable and was over tightened. The customer tried un-screwing the locking ring and twisted the internal wires inside the connector, damaging the trunk cable as well as the (B)(4) pressure adapter cable. The customer was advised of the finding via (B)(4) provided to him. The company representative replaced the adapter cable (part number 0012-00-1815). In an unrelated repair the battery was also replaced (part number: 0146-00-0097). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp was unable to zero pressure channel. The patient was switched to another iabp and therapy was continued. No patient injury was reported.